Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has scratch on the screen which hinders the view. The customers blood glucose level was unknown at the time of incident. Customer also stated that the battery life is diminished and slower during rewind. The insulin pump will be returned for analysis.